Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a red heart alarm while sleeping and that "low speed operation" was seen on the "home monitor screen." The patient reportedly had been connected to his power module at this time. The patient's spouse at this time noticed that his arms, hands, and face appeared to be red and flushed while lying in the bed. The patient's spouse reported that for a minute or a little longer, he was not responding to her. The patient stated that he did not remember what happened exactly and he questioned if he lost consciousness for 1-2 minutes. The patient stated that "he only recalls a sensation he was laying on the floor and didn't know why he was on the floor." The patient's spouse confirmed that he was never on the floor and indicated that he was always lying in bed during the event. After 1-2 minutes, the alarm condition stopped and resumed normal flow/operation according to the patient and his spouse. The patient reportedly began talking again and that his redness/flushing resolved. The patient then contacted the hospital. The patient came into the clinic later in the morning of (B)(6) 2014. The patient was stable at this time and that his blood pressure was 74 mmhg with doppler testing. Upon interrogation of the device, a "low speed operation" was seen and the next recorded alarm was "pump off/low flow." The pump parameters at that time were reported to be flow of 2.4 lpm, pump speed of 2250 rpm, pump power of 10.2 watts, and pulsatility index (pi) value of 6.4. The pump parameters prior to the event and post event were found to be normal. A review of the submitted log file date was consistent with a percutaneous lead issue. The hospital staff reported no noticeable damage to the percutaneous lead; however, the hospital team did not attempt to produce the pump stoppages because the patient was so pump dependent. The patient was admitted to floor assess for possible driveline fracture. On (B)(6) 2014, an onsite percutaneous lead repair was completed by the manufacturer's technical services personnel. Continuity testing of the percutaneous lead showed no broken wires. The patient was put on a grounded cable with no alarms reported. The information provided indicated that the patient's aortic valve was over sewn at this time of implant of the pump and the patient was very pump dependent. A patient complication of hypotension was also noted. The patient became symptomatic during the reduction in pump speed and pump stoppages. The patient reportedly had been outside chopping wood on (B)(6) 2014. No other information was made available.

Manufacturer narrative:
A section of the pump's percutaneous lead approximately 14 inches from the end was returned for evaluation. The percutaneous lead had undergone a clam shell repair. No damage to the silicone sleeve was observed. Electrical continuity testing did not reveal any discontinuities or shorts prior to removing the plastic shield. Distortion of the bionate was identified at approximately 2.5 inches from the metal connector. Breakdown of the metal shielding was identified at approximately 2.5 inches, 4 inches to 7 inches, and 9 inches from the metal connector. Visual inspection identified a breach at approximately 2.5 inches from the metal connector on the green wire. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. As a result of the damage, the underlying green wire conductor was exposed. The reported low speed operations and motor stops would have occurred as a result of the exposed conductors of the wire contacting the braided shielding when the device was supported by the power module. A review of device history records showed no deviations from manufacturing or qa specifications. The patient remains ongoing on vad support. No further information is available. The manufacturer is closing its file on this event.